Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, there was problems with stent removal, and removal was not possible. The stent could not be placed in the intended spot. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the stent was returned in a deployed state. The pusher was within the outer catheter and the proximal end of the pusher was kinked. The catheter was found to be kinked at 42.5cm from the distal end and flattened from 17cm from the proximal end. The pusher and the catheter were both flushed without difficulty, but the pusher was unable to be advanced or pulled back through the catheter. Information available that the stent was confirmed to be in good condition after unpacking and preparation and the device was prepared as per the dfu. Information obtained from the customer indicated no resistance was reported, flush was continuous; however, it is unknown if the patient¿s anatomy was tortuous. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure, there was problems with stent removal, and removal was not possible. The stent could not be placed in the intended spot. There were no reported clinical consequences to the patient.